Event description:
It was initially reported to boston scientific corp that an injection gold probe hemostasis catheter was used during an esophagogastroduodenoscopy egd procedure with an upper bleed on a male pt (B)(6). According to the complainant, the needle would not extend out of the probe. The procedure was completed with another injection gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; needle would not retract.

Manufacturer narrative:
(B)(4). (Failure to extend, needle). The needle of the device was partially extended. During functional testing, the unit could not retract or extend. The catheter was found bent at distal end. X-ray photos indicated the wires were also bent and hitting the inner wall of catheter. The hypotube was broken inside the handle. The handle was dissected and both fractured hypotube sections were sent for sem (scanning electron microscopy) analysis. Both fracture sites exhibited evidence of tension and compression resulting in the pinching off or collapse of the tube wall. The fracture surfaces exhibited fatigue striations along with elongated dimple ruptures in tear. No material anomalies were noted. Based on the result of the investigation, the fractures occurred as a result of fatigue in a bending overload direction. Therefore, the most probable root cause is user error. The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. (B)(4).